Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 495 mg/dl and that the insulin pump alarmed no delivery during a bolus attempt. Troubleshooting advised customer to change their set to see if that resolves the alarm. Customer declined high blood glucose troubleshooting.